Manufacturer narrative:
A device history record (DHR) review was performed and was found complete.

Event description:
It was reported that a patient the following day after an implant procedure that the right ventricular (rv) lead had unacceptable parameters. It was noted that the helix was unscrewing resulting in dislodgement. The physician elected to explant and replace the right ventricular lead. There were no patient consequences.

Manufacturer narrative:
Further information was requested, but not yet received.

Manufacturer narrative:
The reported events were dislodgement, helix mechanism issue, and low pacing impedance. As received, a complete lead with an implant tool and a clip-on-tool were returned for analysis. The reported events of low impedance and the helix mechanism issue were confirmed. Electrical testing found the internal shorts between the conductors due to the over-torqued inner coil at the connector region. Visual inspection and x-ray examination of the lead found the over-torqued inner coil and the stretched helix consistent with procedural damages. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported events was isolated to the over-torqued inner coil and the stretched helix.